Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event due to a use error. The root cause was identified to be an application error (use of volume-controlled ventilation mode in combination with bronchoscopy / closed suctioning) during ventilation. It is unknown if there was any patient or user harm.

Event description:
There were a number of tf errors in c3 ventilator.( tf341009, 346054,385002) it seems to be similar to knowledebase ID (B)(4).. Please analyze the eventlog. Plese advice us exactly what we need to do to prevent it from happening again.